Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the device performed to specification. A review of the clinical file indicates the user pressed the shock button outside of an analysis/charge/discharge cycle. When this occurs in clinical mode, the device will respond with an audio message that counts the number of times the device has shocked during that clinical event. Since no previous shocks had been delivered, the device prompted" no shocks delivered". The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.